Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels in the 300's (mg/dl) for the past two weeks. Customer delivered correction boluses to address bg levels. Reportedly, the customer was unsure of the cause of the bgs; however, stated coming off of an all liquid diet. Additionally, the customer reported being hospitalized due to pancreatitis. Recommendation was made to discuss diabetes management with health care provider.